Event description:
It was reported that the infusion set connector was defective. The patient could not connect the connector of the headset with the infusion tubing because there was too much plastic.

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.